Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Device interrogation revealed, the patient's right atrial (ra) lead exhibited noise. The patient exhibited twiddler's syndrome and had manipulated the ra lead. Fluoroscopy revealed, the lead had micro dislodged. The physician opted to explant and replace the lead on (B)(6) 2021. The patient was discharged.

Manufacturer narrative:
The reported events of noise, dislodgement, and twiddler's syndrome were not confirmed. A partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.